Event description:
The patient was undergoing a thrombectomy procedure in the right ventricle using an indigo system aspiration catheter 12 (cat12) and non-penumbra sheath. During the procedure, the physician completed one pass in the target vessel using the cat12 and then removed cat12. While flushing the cat12, water was noticed to be coming through a crack on the hub of the cat12. Therefore, the cat12 was not used for the remainder of the procedure. The procedure was completed using another cat12 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 12 (cat12). During the procedure, the cat12 cracked at the hub. Therefore, the cat12 was removed. There was no report of an adverse effect to the patient.